Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings(curved), crease fold, wear abrasion and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: one opening crease(sharp) on the posterior and one opening(striated) on the anterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is one crease(sharp) opening on the posterior due to fold flaw opening and one(striated) opening due to surgical damage consistent in the use of a surgical tool.

Event description:
Health professional reported right side deflation. Device was explanted.